Manufacturer narrative:
(B)(4): the tap was returned for eval. Visual and optical inspection of the tip reveals plastic material deformation. Eval result = tap. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the tap broke during surgery. No pt complications were reported.